Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical told the customer to look in the event logs to see what is specifically going on. The call was disconnected. He sent the picture of the error instead. It has been determined that the customer needs a new mainboard. Customer is going to send picture of the turbine s/n and hours. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
It was reported to vyaire medical that the vela ventilator is having a vent inop (inoperable) alarm after power supply was installed. Furthermore, there was no information regarding patient associated with the reported event.